Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had to exchange cannula on three occasions for damage of the ball. The cannula balloon showed a fissure that caused leak and it was located in the area where cannulas were change. There was no reported patient outcome.